Event description:
It was reported that the user received dosing stopped alerts and did not understand that the device had stopped dosing, after which support guided the user to adjust continuous glucose monitor (cgm) settings and re-enter the pairing code for a g7 sensor and advised that readings could take up to 30 minutes to display. No reported symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and user education regarding device alerts and cgm pairing. Investigation of this case revealed that the device was operating as designed with dosing stopped due to expired or expiring blood glucose run and that cgm connectivity required re-pairing to resume data flow, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and configuration issues related to cgm pairing and bg run expiration.